Event description:
The blade is broken.

Manufacturer narrative:
Eval summary: immediate visible damage, blade is broken. Failure confirmed. Safety alert notice c/r 3022472-5-07-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage.